Manufacturer narrative:
The 27 samples were returned. No irregularity was found at the eyes of the catheters. All catheters were smooth and inside specifications. Therefore, this complaint cannot be confirmed as reported. If additional information becomes available, a follow up report will be filed.

Event description:
(B)(4). According to the information received, a woman reported that when pulling out the catheter from the urethra she felt a terrible pain. The user felt ill and went to the doctor. Some blood was found in the urine but there was no sign of infection. The user thought the eyelets for the catheter were damaged. A follow up with the user on (B)(6)-2011 indicated the user now has a urinary tract infection.